Manufacturer narrative:
Complaint not confirmed, the driver was returned without the implant fragments. No abnormality was observed on the returned driver. The distal end of the outer sleeve is damaged. The cause is undetermined, however the sleeve damage suggest likely causes of the event include improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during rotator cuff repair surgery when screwing in the swivelock into the bone, it broke. The bone was prepared properly. ***update swit 27-jan-2021: the implant broke off inside the patient and the broken fragment was retrieved from patient.